Event description:
It was reported that the asymptomatic patient presented in the clinic for routine follow-up. Upon review, the implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing. Programming change had been made to address the issue; the patient remained asymptomatic.